Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient said for the past two weeks they have not felt stimulation. The patient said that their programmer does beep to connect. Patient services (pss) had patient reset their programmer. The patient said that after reset the programmer green stimulation on light was green and so was the battery light. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.